Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: there is a visible crack in the casing with evidence of moisture corrosion. There is no reported adverse event. This issue is being reported as it was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).